Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited loss of capture. The ra lead was not used and replaced during procedure on (B)(6) 2024. The patient remained stable throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual and x-ray examinations was normal with no anomalies found.